Manufacturer narrative:
Device received with critical pump error (open book image) after battery insertion due to corrosion on electronic board stack. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. Moisture damage on motor assembly and corroded force sensor assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a critical pump error on the insulin pump. The customer's blood glucose level was unknown. Customer confirmed that the insulin pump was exposed to moisture. Customer confirmed that there was a crack on the insulin pump previously. Customer was advised to use a silicone cover with the replacement of insulin pump and to call us on the same time on any issue. Customer was advised to stop using the insulin pump and to refer to back up plan as per health care professional. The insulin pump will be returned for analysis.